Event description:
Received notice of complaint concerning above product. Spoke with source who reports an event in which the pump segment separated from the pump adapter. Reports that the separation occurred approx 5 mins into the treatment. The reported blood loss was approx 300cc from the actual separation and discard of the extracorporeal system. The pt was reported as stable during event and did not require any medical intervention. A new system was set up and the treatment was completed without further incident. A hematocrit drawn post treatment (on day of event) was 35%, follow up done on 2/9 was 31% (range of previous 4 hcts was reported as 27-32%). The line is available for evaluation. A medwatch form will be filed based on blood loss. The source reports they are also filing a user report, based on blood loss. A response letter and mailer have been sent to the facility.